Event description:
It was reported that; while inserting the device in a collapsed disc space the back of the implant fractured. The instrument to implant interface was misaligned about 15 degrees and wasn't straight vertical due to the anatomy. While the surgeon was malleting into disc space the implant fractured/sheared about 7mm from the proximal end into the teeth of the cage. There were no safety issues to the patient, so surgeon left the cage implanted. The broken piece was removed and a bone filler was used.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The patient had a "collapsed" disc space and lot of lordosis. The implant was impacted by mallet at an angle due to patient's anatomy. Conclusion: the plausible root cause of reported event was determined to be user or patient¿s related.

Event description:
It was reported that; while inserting the device in a collapsed disc space the back of the implant fractured. The instrument to implant interface was misaligned about 15 degrees and wasn't straight vertical due to the anatomy. While the surgeon was malleting into disc space the implant fractured/sheared about 7mm from the proximal end into the teeth of the cage. There were no safety issues to the patient, so surgeon left the cage implanted. The broken piece was removed and a bone filler was used.